Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "high baseline" error detected after 1 hour of pumping during pm. No report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation were an ac2 pump assembly (p/n 77-3200-001, s/n (B)(6). Visual inspection of the pump assembly was performed and no abnormality was noted. The returned pump assembly was installed into a known good ac2 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. Pumping was initiated successfully; however, a grinding sound was heard from the pump assembly. The pump was left to run for over 90 minutes and no alarms or errors occurred. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the source of the grinding noise. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. This pump assembly was installed on (B)(6) 2007. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of high baseline error was confirmed by the field service agent. During the complaint investigation, a grinding noise was heard coming from the lead screw within the pump assembly, which is consistent with a high baseline alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the lead screw/motor failure. The root cause of this complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "high baseline" error detected after 1 hour of pumping during pm. No report of patient involvement.